Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the black plastic on the distal tip of the ring broke when pulling the device out of pt. A piece of plastic fell into the trocar and got stuck in trocar. The plastic piece was removed from the trocar.